Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Revision of a patella component. This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance.